Manufacturer narrative:
An altis sling was received for evaluation. Examination of the sling revealed the static anchor detached from the mesh and not received. Visual observation of the mesh where the static suture was attached confirmed the welded area of the suture had delaminated from the mesh. The dynamic suture was still attached to the mesh as received. The dynamic anchor and tensioner were detached and not received. Blood residue was noted on the mesh. The information received indicated the static anchor detached during implant. Quality confirmed the detached static anchor. As the static anchor was not received, it was concluded that the detachment of the static anchor most likely occurred during the tensioning part of the procedure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed.

Event description:
According to the available information, the static anchor tore from the mesh during implantation of the static anchor. A new altis was implanted, and the case was successful.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming [nc] report and CAPA. A nc and a preventative CAPA have been historically opened for the altis product line to investigate increased rates of mesh to suture or anchor to suture bond failures which is being reported in this complaint. There were several complaints against this lot identified with the same failure mode. An investigation into this lot will be executed and further details commented at a later date.